Event description:
My wife had abdominal surgery on march 10th. Since that time she has been through 4 attempts and rehabilitation to try to get her home safely. In march while at (B)(6) hospital she was diagnosed with copd exasperated from a lung infection. On march 30 she was prescribed phillips trilogy 100 bipap machine. We went from (B)(6) hospital to (B)(6) hospital. We were discharged from there to home where we started using this philips product. After a short stay at home we were readmitted to (B)(6) hospital emergency room for low blood pressure due to dehydration. We spent 6 days at (B)(6) hospital before being admitted to (B)(6) facility. After 10 days at that facility we were admitted to (B)(6) hospital emergency with a drug-resistant uti. After a 14 day course specialized antibiotics we were discharged back to(B)(6). On july 9, after she had several days a physical deterioration and an inability to participate in physical therapy culminating in poor oxygen levels in the blood we were returned back to (B)(6) emergency due to blood oxygen levels in the low 80s to mid 70%. Cat scan at (B)(6) showed a blood clot in her right lung. The blood clot is being treated with blood thinners and after stabilization we were transferred to a different rehabilitation facility. On monday july 12 we received written notice that the bipap machine has been recalled on june 14. This machine has been used every night since we were discharged to our home. It has been my opinion that the machine did help combat the effects of copd and resulting carbon dioxide build up. However this recall stating that their machine can be sloughing off particles and outgassing chemicals is very troubling. When calling the local supplier we were told that it is a phillips issue. When calling phillips to find out exactly what and when they are going to do about this machine and it's recall we were told that it's up to the FDA to provide a repair or replace solution. In recalling our local supplier we are told our options are wait for phillips solution or go to a doctor and get a new prescription written for another machine. Of course this is all at our expense. And even if I could pull off getting that done my suspicion is it will take a month. I do not believe my wife has a month to deal with bureaucrats and company sales people call blaming each other for the delay in her treatment. There are already class action suits against phillips for this issue all claiming knew the problem existed way before the recall notification. And the recall notification simply was timed for their new model roll out. My suspicion is philips knew this was an issue before this unit was prescribed for my wife. If this is true I have a huge problem with the FDA assisting in this kindle of behavior by an international corporation. Our question for your organization are you holding up their solution to the recall and if you are when might one expect have answer as to when the solution will come forth? FDA safety report ID # (B)(4).